Event description:
Pt undergoing tibia orif when, in the course of screw placement, one 2.5 mm drill bit was broken at its tip and dislodged into the bony canal of the tibia in the proximal one-third. It was completely surrounded by bone and not amenable to easy retrieval.